Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The tubing from the pressure port to the sensor board assembly was found to be disconnected. The tubing was reconnected to the sensor board assembly to address the issue.

Event description:
The manufacturer received info alleging a ventilator was alarming. The device was not in pt use.